Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the lead was returned in pieces so the location of the distal conductor fracture was not able to be determined. Concomitant medical products: 694758, lead, implanted: (B)(6) 2009; d154awg, ICD, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was prophylactically replaced when the system was abandoned and moved to the opposite side. More than 3 years later, the lead was explanted. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.